Event description:
It was reported that a roi-a anchoring plate fractured at s1 intra-operatively and remains implanted. The patient is in stable condition and under clinical follow-up without evidence of spacer migration. No intervention is currently planned.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.